Event description:
While using a byte day aligners, patient reported the aligners very tight, painful and rough causing so many cuts under their tongue. They had to file them and buy ortho wax. When they remove the aligners, it feels like they are pulling out their teeth. They have to take breaks from wearing aligners and take tylenol. Provided fit and general discomfort tips and asked for a follow up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.